Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - ventricular nst (non-sustained tachycardia) =120 ms average v-cycle on (B)(6) 2010 13:55:24. Interference noise observed in programmer egm data, (B)(6) on (B)(6) 2010 13:55.

Event description:
It was reported that noise was seen on an egm, possibly attributable to electrical magnetic interference. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.